Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced random low blood glucose events, primarily overnight, and described a specific event in which after swapping insulin without performing a factory reset and reporting a usual meal, glucose dropped to 55 and was treated with oral glucose tablets, after which glucose stabilized. Symptoms included hypoglycemia with associated dizziness, lethargy, and shaking/tremors. Outcomes included the need for unexpected medical intervention in the form of medication intake to correct the low glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device component findings and insufficient information to identify a specific medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.